Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. Chest x-ray was performed and revealed that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was table throughout the procedure.